Manufacturer narrative:
The insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, missing retainer, missing reservoir tube o-ring and minor scratched lcd window. No reservoir window on the insulin pump case noted. No cracks on the reservoir compartment and on the screen noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had cracks and the key sheet was damaged. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.